Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving add gel messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon receipt the distribution node to rear therapy electrode cable was ripped from the distribution node. The electrode belt was able to detect a pt, but was unable to treat. The cause for the add gel/replace belt messages and the inability to treat was the damaged cable. The root cause for the damaged cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.